Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes representative reported via phone call high blood glucose levels. Customer¿s blood glucose level was 500 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for high blood glucose was performed. Diabetes representative advised the patient had a bent cannula which may have caused the high blood glucose levels. Customer received a no delivery alarm during bolus delivery. Customer called back and passed the high pressure test.